Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: unable to retrieve epd with rc2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the physician had difficulty advancing the low profile flexible rc2 over the guide wire when attempting to retrieve the filter. The physician used the shapeable tip design rc1 and was able to recover the filter basket successfully. There were no reported patient sequelae. The patient was discharged to home three days post procedure. Although requested, there is no additional info available.